Manufacturer narrative:
In a returned questionnaire, the physician indicated the following: there was no infection present, this was not a replacement surgery, there were no circumstances in the patient's history which could have contributed to this occurrence, the patient is diabetic, and the location of the migration/erosion and the components involved were described as "tubes to cylinders too far distal." Based on the information received this occurrence is not associated with the functional of the device and was secondary to the position of the device in the patient. Add'ld info was received which addressed the occurrence of a surgical revision. A medwatch report #1996-2125050-0645 was sent to the FDA on 12/12/96 to report a device complaint involving possible surgical intervention. Please see: section b 1, 2, 3, 4, 5, 6, 7; d 8, 9; e 1, 2, 3, 4; g 4, 7, 9; h 1, 2, 3, 7, 10. Eval is pending decontamination, examination and testing of the returned device. Frequency and severity of reports of this nature are no more frequent or severe than what is stated in the labeling or usual for service. An eval will be forwarded upon completion.

Event description:
The device was revised as the "tubing was riding up penile shaft, intercourse is uncomfortable". The tubing was repositioned only, no device nor device component were removed or replaced. 12/2/96-upon receipts of the physician/surgeons operative report it stated, indications for procedure, "tubing from the corpora have become attached to the penile skin far enough out on the shaft that it caused a discomfort in both the pt and his wife with intercourse". Procedure, "on the left side of the penis the skin was densely adherent to the tubing and forced dissection. There appeared to be an obvious ischemic change. This was sharply excised in the elliptical manner back to what appeared to be healthy tissue. Through this opening the remainder of the tubing was able to be dissected back to the corpora. It was elected at this time to leave the tubing intact. The pump was repositioned in the scrotal site and it was more inferior than the site of the capsule. The tubing on the pump was secured into position. The incision was closed."